Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. The reported condition of a defective needle adapter was not confirmed. A visual examination of the sample showed no signs of physical abnormality. A functional leak test was performed on the set and no signs of leakage were observed, on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
It was reported that an administration set which had a defective needle adapter. This event was discovered prior to device use. There was no patient involvement. No additional information is available.